Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the missing adhesive at the forceps cover was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound videoscope exhibited missing adhesive at the forceps cover. There was no patient involvement.